Manufacturer narrative:
A boston scientific technical services consultant reviewed the data from the patient's remote monitoring system and identified interaction from the minute ventilation (mv) feature which can cause grounding issues in the system, resulting in the mv signal to not be filtered out of the egm signal. The consultant instructed the caller to program off the respiratory rate trend (rrt). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event. Device interrogation identified a four second pause in pacing which corresponds with the day of the syncope. Isometrics were unremarkable for noise and impedance measurements were stable. No additional adverse patient effects were reported.